Manufacturer narrative:
Evaluation summary: the device history record review showed the product was released per specifications. The returned sample was visually inspected and the clear open pneumatic drive line was detached from the probe engine. Based on the condition of the tubing end it appeared there was likely no solvent applied to the tubing prior to insertion. This defect would likely result in the customer's experience. A block reader was then used to interrogate the radio frequency identification (rfid) programmed information, which was found to be correct for the build lot of the rfids. The root cause of the customer's complaint is likely related to operator oversight during the assembly process of the tubing to the probe engine. If no solvent or a lack of solvent is applied to the tubing it is likely the tubing will detach and render the probe inoperable.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available.

Event description:
A nurse reported that a cutter was making a strange noise at the beginning of a vitrectomy procedure in patient's right eye. Incision had been made and wound integrity was intact. The surgeon noticed there was a leak in the cutter and the cutter was not working correctly. The pak was replaced and the cutter removed. The event duration was 10-20 seconds. The issue was resolved, the procedure was completed and there was no patient harm. Additional information has been requested but not received to date.